Event description:
Procedure to remove one non-functional lead (sjm 1581 impl.96 mos) from the right ventricle. During the procedure there was a 5mm tear to the svc innominate vein. This report will be made against the glidelight as the potential injurious device.